Manufacturer narrative:
The explanted device has been arranged for return to edwards for evaluation; however, it has not yet been received. Without return of device, the reported mechanism causing the mitral regurgitation cannot be determined or confirmed. Device evaluation, as well as edwards review and conclusions will be reported once completed.

Event description:
It was reported that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately 6 years due to severe mitral regurgitation. The mitral valve was replaced with a non-edwards mechanical prosthesis. The patient also underwent tricuspid valve annuloplasty during the same surgery. Findings indicate the patient has severe pannus in-growth from the resuspended chords onto the post of the prosthetic mitral valve. These were interfering with closure of one of the pericardial leaflets. The leaflets did not appear to have any significant degeneration, but their movement was fairly restricted by the scar in-growth. Also noted that the patient also has an edwards' bioprosthetic valve implanted, which did not need any intervention.